Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, lot# l71603, implanted: (B)(6) 2001, explanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a drug manufacturer regarding a patient receiving intrathecal baclofen via an implantable pump for multiple sclerosis. The dose and concentration were unknown. It was reported that the patient had a catheter malfunction/fracture, and the catheter was replaced along with her baclofen pump on (B)(6) 2014. The patient¿s surgical history included a cesarean section, carpel tunnel surgery, colostomy, and urostomy. The patient had a history of multiple sclerosis and end-stage renal disease on intermittent hemodialysis. The patient had a ileostomy and a colostomy for bladder and bowel management respectively. She had significant left upper extremity edema. She had a fistula placed which required a vascular procedure repeat to 2-1/2 months. This would typically resolve the swelling in that arm. The patient was in a manual wheelchair. The patient slept in a hospital bed. It was noted that the patient¿s cheeks would get scratched from her dental plates, and the patient was slightly hard of hearing. The patient¿s additional medications included amitriptyline 75 mg, azithromycin 250 mg, bisacodyl 5 mg, buspirone 10 mg, carvedilol 12.5 mg, cefpodoxime 200 mg, compound drug, contour test strips, fenofibrate nano-crystalized 145 mg, hydrochlorothiazide 25 mg, hydrocodone 5 mg-acetaminophen 325 mg, lantus solostar 100 unit/ml (3 ml) subcutaneous insulin pen, omeprazole 40 mg, ondansetron hcl 4 mg, prednisone 20 mg, sulfamethoxazole 800 mg-trimethoprim 160 mg, tizanidine 4 mg, torsemide 5 mg, tylenol, vitamin b12. There were no further complications reported.